Event description:
Information received indicates the bed exit is not working. Not alarming out of bed.

Manufacturer narrative:
The technician found the tape switch assembly was not working due to wear. The technician replaced the tape switch assembly to repair the bed.